Event description:
It is the co's understanding that following a catheter ablation in 2000, a vasoseal vhd kit size 2 was deployed. The pt was discharged from the hosp, but swelling at the puncture site did not disperse. There was suspicion that there may have been a pseudoaneurysm at the site. Surgery was performed 6 weeks later in 2001 and it was confirmed that the vasoseal vhd sheath and remained in the pt. The sheath was removed and the pt did well following surgery. The physician stated that no resistance was felt when the sheath was placed nor when the collagen deployed.